Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined the likely cause of the event was connection of the device in a state where the electrical contacts on the endoscope were not sufficiently dried or there was foreign material present. As stated in the instructions for use, as a preventive measure, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.".

Manufacturer narrative:
Olympus determined through troubleshooting that the problem was associated with a specific scope and the cause is assigned to a scope malfunction.

Event description:
Olympus was informed of a report of b30 error when using the olympus otv-s190. There was no patient injury or harm, associated with the problem, reported to olympus.